Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. The customer stated they were unable to switch back to auto mode due to active insulin updating. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. The customer performed a self test which passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.